Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer verified the sample/reagent tubing placement and mechanism function for sample pipetting. He checked the instrument for overall operation and function. He ran successful performance testing. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 disk analyzer. The initial result was 0.886 miu/ml and was reported outside of the laboratory. The patient went home and performed a home pregnancy test that showed she was pregnant. The patient came back to the clinic and had another sample drawn on (B)(6) 2021 and the result was >8000 miu/ml. The initial sample was retested and the result was 1543 miu/ml. The reagent lot number was 516539. The expiration date was requested but was not provided.